Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that the up and down arrow buttons were under responsive. In addition, there was moisture corrosion in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/03/2017 with the following findings: the keypad was found to be intact; no damage was observed. All of the keypad buttons responded appropriately to button presses. The keypad cover was removed and no contamination was found under the button contacts; no button contact defects were observed. The complaint of unresponsive keypad buttons was not duplicated during testing. There was no visible evidence of moisture observed. A leak test was performed and a battery compartment leak was found. The pump cover was removed and moisture corrosion was found to the keypad flex/connector and power printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.